Manufacturer narrative:
H4: the lot was manufactured from february 14, 2022 to february 15, 2022. H10: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid transfer tube set leaked close to the connection of the repeater pump. The issue occurred during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter additional phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.